Event description:
The pt used the suspect device to test pt's blood glucose level. The result was 157mg/dl. Pt felt low and called the paramedics. The emergency medical tech's came and tested pt blood glucose on their device and obtained a reading of 40mg/dl. They gave pt a glucose IV.